Event description:
Joint effusion in the left hip/reactionary effusion as a result of inflammation [injection site joint effusion] ([injection site joint discomfort], [injection site joint pain], [unable to walk], [joint lock], [arthrocentesis], [synovial fluid analysis normal], [injection site joint inflammation]) when makes certain movements, feels profound pain with a tingling sensation [tingling sensation] received synvisc one injection in left hip with no reported adverse event [product administered at inappropriate site] case narrative: initial information received on 23-oct-2024 regarding an unsolicited valid serious case received from a pharmacist. This is cross linked to the case fr-sa-2024sa310955 and fr-sa-2024sa303771 (cluster) and fr-sa-2024sa304198 (duplicate). This case involves a 34-year-old female patient who had joint effusion in the left hip/reactionary effusion as a result of inflammation, when makes certain movements, feels profound pain with a tingling sensation, after being treated with hylan g-f 20, sodium hyaluronate (synvisc one). Patient received synvisc one injection in left hip with no adverse event reported directly linked to this product administered at inappropriate site. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient did a lot of sports, including horse-riding and running. Patient had surgery on her right hip. She had been relying heavily on her left hip due to problems with the other hip. Over time, through ongoing compensation for the diseased right hip, the left hip became very painful. Knees also sensitive and painful with inflammation. The sports physician said that he needed to inject synvisc for viscosupplementation to protect her joints, which were beginning to be affected. She had two previous injections in her right knee, in 2020 and 2024, without any problems. On (B)(6) 2024, the patient received her first hylan g-f 20, sodium hyaluronate injection (strength: 48 mg/6 ml) at a dose of 6ml 1x (route, indication: unknown) in her left hip (product administered at inappropriate site) (latency: same day)(batch number: ersl007a; expiry date: 31-jan-2028). . The injection was carried out by a sports physician and went well. On the first day (B)(6) 2024) (latency: same day), she experienced only mild localized discomfort (injection site joint discomfort) and a little localized pain (injection site joint pain). On the 3rd day (02-oct-2024) (latency: 2 days), she woke up in the middle of the night with a searing pain (injection site joint pain), she could no longer lift her foot, her left hip joint was locked (joint lock), and she now had to walk with a cane (gait inability). She had taken painkillers, but they weren't working. She went to the sports clinic. They did an ultrasound, which found a joint effusion in the left hip (injection site joint effusion). At first, they didn't want to puncture it, so they prescribed acupan, 3 vials/day for 10 days, an antihistamine and cortisone. They said the effusion would resolve itself.(batch number: ersl007a; expiry date: 31-jan-2028 for all the events). 10 days later, faced with persistent pain (injection site joint pain), and difficulty walking (gait inability), she returned to the clinic. They punctured the effusion (aspiration joint) (onset date: oct-2024) (latency: few days) and put her on naproxene anti-inflammatories. The puncture fluid was analyzed, revealing no bacterial infection (synovial fluid analysis normal) (onset date: oct-2024) (latency: few days) (batch number: ersl007a; expiry date: 31-jan-2028 for all the events). Upon follow up on 07-nov-2024, reported call from the pharmacist. The female patient came into the pharmacy and told them she'd had a problem with this batch, and that a friend of hers also had a problem with the same batch number. Today (21-nov-2024), the pain was gone. When she made certain movements, she felt profound pain with a tingling sensation (paraesthesia) (onset date: 2024) (latency: unknown). She could walk and sit normally. She had not yet resumed her sports activities. She stopped taking painkillers. All in all, she was bedridden for 3 weeks due to pain following hip injection (injection site joint pain), limping and unable to walk properly (gait inability). She said that the sports physician had not expressed an opinion on the causal relationship with the product. She said that the doctor who did the ultrasound thinks she had an inflammatory reaction to the product (injection site joint inflammation) (onset date: 2024) (latency: unknown), and that she had a reactionary effusion as a result of this inflammation (injection site joint effusion) (batch number: ersl007a; expiry date: 31-jan-2028 for all the events). The patient administered for the third time synvisc in the hip. Action taken: not applicable for all the events corrective treatment: painkillers, nefopam hydrochloride (acupan), an antihistamine, cortisone, naproxene anti-inflammatories, walk with a cane for injection site joint effusion, not reported for paraesthesia. Outcome: unknown for all the events. Seriousness criteria: medically significant, disability and intervention required for injection site joint effusion. A product technical complaint (ptc) was initiated on (b)6) 2024 for synvisc one (lot/batch: ersl007a and expiry date: january 2027) with global ptc number: (B)(4). Ptc stated: batch number ersl007a, synvisc one was manufactured on 20feb2024 with expiration date of 31jan2027 yielding 3,737 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there was a total of four (4) complaints for lot ersl007a complaint-(B)(6) ersl007a oher pharmacovigilance event complaint-(B)(6) ersl007a oher pharmacovigilance event complaint-(B)(6) ersl007a oher pharmacovigilance event complaint-(B)(6) ersl007a injection site inflammation. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis "product event handling"? To determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final ptc was completed on 18-nov-2024 with summarized conclusion as no assessment possible. Follow up information was received on 24-oct-2024 from non-healthcare professional. Related case ID added. Ptc number added. No new significant information received. Text amended accordingly. Follow up information received on 07-nov-2024 from pharmacist. No significant information received. Additional information received on 18-nov-2024 from quality department. Based upon follow up information received the cases (B)(4) has been identified as duplicates. The case 2024sa304198 (to be deleted) has been merged in case 2024sa311888 (to be retained). Event of injection site infection was added. Ptc results were added. Text amended accordingly. Additional information was received on 21-nov-2024 from non healthcare professional: new events added: injection site joint effusion (with symptoms injection site joint inflammation, injection site joint discomfort, joint lock, aspiration joint, synovial fluid analysis normal) and paraesthesia. Injection site joint pain and gait inability were updated as symtpoms of injection site joint effusion. Event of bedridden was deleted as same was assessed as disability criteria for patient. Therapy start date was updated, medical history was added. Corrective treatment were added. Clinical course was updated and text was amended.

Event description:
Joint effusion in the left hip/reactionary effusion as a result of inflammation [injection site joint effusion] ([injection site joint discomfort], [injection site joint pain], [unable to walk], [joint lock], [arthrocentesis], [synovial fluid analysis normal], [injection site joint inflammation]). When makes certain movements, feels profound pain with a tingling sensation [tingling sensation]. Received synvisc one injection in left hip with no reported adverse event [product administered at inappropriate site] . Case narrative: initial information received on 23-oct-2024 regarding an unsolicited valid serious case received from a pharmacist. This is cross linked to the case (B)(4) (cluster) and (B)(4) (duplicate). This case involves a 34-year-old female patient who had joint effusion in the left hip/reactionary effusion as a result of inflammation, when makes certain movements, feels profound pain with a tingling sensation, after being treated with hylan g-f 20, sodium hyaluronate (synvisc one). Patient received synvisc one injection in left hip with no adverse event reported directly linked to this product administered at inappropriate site. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient did a lot of sports, including horse-riding and running. Patient had surgery on her right hip. She had been relying heavily on her left hip due to problems with the other hip. Over time, through ongoing compensation for the diseased right hip, the left hip became very painful. Knees also sensitive and painful with inflammation. The sports physician said that he needed to inject synvisc for viscosupplementation to protect her joints, which were beginning to be affected. She had two previous injections in her right knee, in 2020 and 2024, without any problems. On (B)(6) h: 48 mg/6 ml) at a dose of 6ml 1x (route, indication: unknown) in her left hip (product administered at inappropriate site) (latency: same day)(batch number: ersl007a; expiry date: 31-jan-2028). . The injection was carried out by a sports physician and went well. On the first day ((B)(6) 2024) (latency: same day), she experienced only mild localized discomfort (injection site joint discomfort) and a little localized pain (injection site joint pain). On the 3rd day ((B)(6) 2024) (latency: 2 days), she woke up in the middle of the night with a searing pain (injection site joint pain), she could no longer lift her foot, her left hip joint was locked (joint lock), and she now had to walk with a cane (gait inability). She had taken painkillers, but they weren't working. She went to the sports clinic. They did an ultrasound, which found a joint effusion in the left hip (injection site joint effusion). At first, they didn't want to puncture it, so they prescribed acupan, 3 vials/day for 10 days, an antihistamine and cortisone. They said the effusion would resolve itself. (Batch number: ersl007a; expiry date: 31-jan-2028 for all the events). 10 days later, faced with persistent pain (injection site joint pain), and difficulty walking (gait inability), she returned to the clinic. They punctured the effusion (aspiration joint) (onset date: oct-2024) (latency: few days) and put her on naproxene anti-inflammatories. The puncture fluid was analyzed, revealing no bacterial infection (synovial fluid analysis normal) (onset date: oct-2024) (latency: few days) (batch number: ersl007a; expiry date: 31-jan-2028 for all the events). Upon follow up on 07-nov-2024, reported call from the pharmacist. The female patient came into the pharmacy and told them she'd had a problem with this batch, and that a friend of hers also had a problem with the same batch number. Today ((B)(6) 2024), the pain was gone. When she made certain movements, she felt profound pain with a tingling sensation (paraesthesia) (onset date: 2024) (latency: unknown). She could walk and sit normally. She had not yet resumed her sports activities. She stopped taking painkillers. All in all, she was bedridden for 3 weeks due to pain following hip injection (injection site joint pain), limping and unable to walk properly (gait inability). She said that the sports physician had not expressed an opinion on the causal relationship with the product. She said that the doctor who did the ultrasound thinks she had an inflammatory reaction to the product (injection site joint inflammation) (onset date: 2024) (latency: unknown), and that she had a reactionary effusion as a result of this inflammation (injection site joint effusion) (batch number: ersl007a; expiry date: 31-jan-2028 for all the events). The patient administered for the third time synvisc in the hip. Upon follow up patient told that there were no further developments, she was still feeling the pain with certain movements. She recently resumed participating in sports, but as soon as she does a lot of movement, the pain reappeared, and she was forced to stop. It was reported that she avoids taking painkillers (acupan) and only takes them if she was in too much pain. She was undergoing physiotherapy. She would see her doctor again in a month to take stock of her pain situation. Action taken: not applicable for all the events. Corrective treatment: painkillers, nefopam hydrochloride (acupan), an antihistamine, cortisone, naproxene anti-inflammatories, walk with a cane, undergoing physiotherapy for injection site joint effusion, not reported for paraesthesia. Outcome: unknown for all the events. Seriousness criteria: medically significant, disability and intervention required for injection site joint effusion. A product technical complaint (ptc) was initiated on 23-oct-2024 for synvisc one (lot/batch: ersl007a and expiry date: january 2027) with global ptc number: (B)(4). Ptc stated: batch number ersl007a, synvisc one was manufactured on 20feb2024 with expiration date of 31jan2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there was a total of four (4) complaints for lot ersl007a (B)(4): ersl007a oher pharmacovigilance event; (B)(4): ersl007a oher pharmacovigilance event; (B)(4): ersl007a oher pharmacovigilance event; (B)(4): ersl007a injection site inflammation. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis "product event handling" to determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final ptc was completed on 18-nov-2024 with summarized conclusion as no assessment possible. Follow up information was received on 24-oct-2024 from non-healthcare professional. Related case ID added. Ptc number added. No new significant information received. Text amended accordingly. Follow up information received on 07-nov-2024 from pharmacist. No significant information received. Additional information received on 18-nov-2024 from quality department. Based upon follow up information received the cases (B)(4) has been identified as duplicates. The case (B)(4) (to be deleted) has been merged in (B)(4) (to be retained). Event of injection site infection was added. Ptc results were added. Text amended accordingly. Additional information was received on 21-nov-2024 from non healthcare professional: new events added: injection site joint effusion (with symptoms injection site joint inflammation, injection site joint discomfort, joint lock, aspiration joint, synovial fluid analysis normal) and paraesthesia. Injection site joint pain and gait inability were updated as symtpoms of injection site joint effusion. Event of bedridden was deleted as same was assessed as disability criteria for patient. Therapy start date was updated, medical history was added. Corrective treatment were added. Clinical course was updated and text was amended. Additional information was received on 02-dec-2024 from patient. Outcome of the symptom injection site joint pain was updated to not recovered. Clinical course was updated and text amended accordingly. Based on data previously received, the following information has been amended: imdrf health impact code was updated to surgical intervention (instead of disability) for event injection site joint effusion and its symptoms. Accordingly, the code was updated in the mir form to f19.

Event description:
Joint effusion in the left hip/reactionary effusion as a result of inflammation [injection site joint effusion], ([injection site joint discomfort], [injection site joint pain], [unable to walk], [joint lock], [arthrocentesis], [synovial fluid analysis normal], [injection site joint inflammation]) when makes certain movements, feels profound pain with a tingling sensation [tingling sensation], received synvisc one injection in left hip with no reported adverse event [product administered at inappropriate site]. Case narrative: initial information received on 23-oct-2024 regarding an unsolicited valid serious case received from a pharmacist. This is cross linked to the (B)(4) (cluster) and (B)(4) (duplicate). This case involves a 34-year-old female patient who had joint effusion in the left hip/reactionary effusion as a result of inflammation, when makes certain movements, feels profound pain with a tingling sensation, after being treated with hylan g-f 20, sodium hyaluronate (synvisc one). Patient received synvisc one injection in left hip with no adverse event reported directly linked to this product administered at inappropriate site. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient did a lot of sports, including horse-riding and running. Patient had surgery on her right hip. She had been relying heavily on her left hip due to problems with the other hip. Over time, through ongoing compensation for the diseased right hip, the left hip became very painful. Knees also sensitive and painful with inflammation. The sports physician said that he needed to inject synvisc for viscosupplementation to protect her joints, which were beginning to be affected. She had two previous injections in her right knee, in 2020 and 2024, without any problems. On (B)(6) 2024, the patient received her first hylan g-f 20, sodium hyaluronate injection (strength: 48 mg/6 ml) at a dose of 6ml 1x (route, indication: unknown) in her left hip (product administered at inappropriate site) (latency: same day), (batch number: ersl007a; expiry date: 31-jan-2028). The injection was carried out by a sports physician and went well. On the first day (on (B)(6) 2024) (latency: same day), she experienced only mild localized discomfort (injection site joint discomfort) and a little localized pain (injection site joint pain). On the 3rd day (on (B)(6) 2024) (latency: 2 days), she woke up in the middle of the night with a searing pain (injection site joint pain), she could no longer lift her foot, her left hip joint was locked (joint lock), and she now had to walk with a cane (gait inability). She had taken painkillers, but they weren't working. She went to the sports clinic. They did an ultrasound, which found a joint effusion in the left hip (injection site joint effusion). At first, they didn't want to puncture it, so they prescribed acupan, 3 vials/day for 10 days, an antihistamine and cortisone. They said the effusion would resolve itself. (Batch number: ersl007a; expiry date: 31-jan-2028 for all the events). 10 days later, faced with persistent pain (injection site joint pain), and difficulty walking (gait inability), she returned to the clinic. They punctured the effusion (aspiration joint) (onset date: on (B)(6) 2024) (latency: few days) and put her on naproxene anti-inflammatories. The puncture fluid was analyzed, revealing no bacterial infection (synovial fluid analysis normal) (onset date: on (B)(6) 2024) (latency: few days) (batch number: ersl007a; expiry date: 31-jan-2028 for all the events). Upon follow up on (B)(6) 2024, reported call from the pharmacist. The female patient came into the pharmacy and told them she'd had a problem with this batch, and that a friend of hers also had a problem with the same batch number. Today (on (B)(6) 2024), the pain was gone. When she made certain movements, she felt profound pain with a tingling sensation (paraesthesia) (onset date: 2024) (latency: unknown). She could walk and sit normally. She had not yet resumed her sports activities. She stopped taking painkillers. All in all, she was bedridden for 3 weeks due to pain following hip injection (injection site joint pain), limping and unable to walk properly (gait inability). She said that the sports physician had not expressed an opinion on the causal relationship with the product. She said that the doctor who did the ultrasound thinks she had an inflammatory reaction to the product (injection site joint inflammation) (onset date: 2024) (latency: unknown), and that she had a reactionary effusion as a result of this inflammation (injection site joint effusion) (batch number: ersl007a; expiry date: 31-jan-2028 for all the events). The patient administered for the third time synvisc in the hip. Upon follow up, patient said that there were no further developments, she was still feeling the pain with certain movements. She recently resumed participating in sports, but as soon as she does a lot of movement, the pain reappeared, and she was forced to stop. It was reported that she avoids taking painkillers (acupan) and only takes them if she was in too much pain. She was undergoing physiotherapy. She would see her doctor again in a month to take stock of her pain situation. Action taken: not applicable for all the events. Corrective treatment: painkillers, nefopam hydrochloride (acupan), an antihistamine, cortisone, naproxene anti-inflammatories, walk with a cane, undergoing physiotherapy for injection site joint effusion, not reported for paraesthesia. Outcome: unknown for all the events. Seriousness criteria: medically significant, disability and intervention required for injection site joint effusion. A product technical complaint (ptc) was initiated on 23-oct-2024 for synvisc one (lot/batch: ersl007a and expiry date: january 2027) with global ptc number: complaint: (B)(4). Ptc stated: batch number: ersl007a, synvisc one was manufactured on 20feb2024 with expiration date of 31jan2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformance's were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there was a total of four (4) complaints for lot: ersl007a. Complaint: (B)(4), ersl007a oher pharmacovigilance event, complaint: (B)(4), ersl007a oher pharmacovigilance event, complaint: (B)(4), ersl007a oher pharmacovigilance event, complaint: (B)(4), ersl007a injection site inflammation. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis "product event handling" to determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final ptc was completed on 18-nov-2024 with summarized conclusion as no assessment possible. Follow up information was received on 24-oct-2024 from non-healthcare professional. Related case ID added. Ptc number added. No new significant information received. Text amended accordingly. Follow up information received on 07-nov-2024 from pharmacist. No significant information received. Additional information received on 18-nov-2024 from quality department. Based upon follow up information received the cases (B)(4) has been identified as duplicates. The case (B)(4) (to be deleted) has been merged in case (B)(4) (to be retained). Event of injection site infection was added. Ptc results were added. Text amended accordingly. Additional information was received on 21-nov-2024 from non-healthcare professional: new events added: injection site joint effusion (with symptoms injection site joint inflammation, injection site joint discomfort, joint lock, aspiration joint, synovial fluid analysis normal) and paraesthesia. Injection site joint pain and gait inability were updated as symtpoms of injection site joint effusion. Event of bedridden was deleted as same was assessed as disability criteria for patient. Therapy start date was updated; medical history was added. Corrective treatments were added. Clinical course was updated and text was amended. Additional information was received on 02-dec-2024 from patient. Outcome of the symptom injection site joint pain was updated to not recovered. Clinical course was updated and text amended accordingly.

Event description:
Remained bedridden due to pain for 15 days following hip injection [bedridden] remained bedridden due to pain for 15 days following hip injection [injection site joint pain] ([product administered at inappropriate site]). Case narrative: initial information received on (B)(6)2024 regarding an unsolicited valid serious case received from a pharmacist. This case involves a 34-year-old female patient who remained bedridden due to pain for 15 days following hip injection while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 48 mg/6 ml) (dosage, route, frequency, indication: unknown) in hip (product administered at inappropriate site) (latency: same day). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient remained bedridden due to pain for 15 days following hip injection (arthralgia) (batch number: ersl007a; expiry date: 31-jan-2028 for all the events). Action taken: not applicable. It was not reported if the patient received a corrective treatment for the events (remained bedridden due to pain for 15 days following hip injection). Outcome: unknown for all the events. Seriousness criteria: disability for bedridden.

Event description:
Remained bedridden due to pain for 15 days following hip injection [bedridden] . Administered for the third time synvisc in the hip and there was also an infectious reaction [injection site infection] . Remained bedridden due to pain for 15 days following hip injection [injection site joint pain] ([product administered at inappropriate site]). Case narrative: initial information received on 23-oct-2024 regarding an unsolicited valid serious case received from a pharmacist. This is cross linked to the case (B)(4). (Cluster) and (B)(4). (Duplicate). This case involves a 34-year-old female patient who remained bedridden due to pain for 15 days following hip injection and administered for the third time synvisc in the hip and there was also an infectious reaction, after being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 48 mg/6 ml) at a dose of 6ml 1x (route, indication: unknown) in hip (product administered at inappropriate site) (latency: same day). On (B)(6) 2024, after same day latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient remained bedridden due to pain for 15 days following hip injection (arthralgia) and reported she administered for the third time synvisc in the hip and there was also an infectious reaction(injection site infection) (batch number: ersl007a; expiry date: (B)(6) 2028 for all the events). Upon follow up on (B)(6) 2024, reported call from the pharmacist today. The female patient came into the pharmacy and told them she'd had a problem with this batch, and that a friend of hers also had a problem with the same batch number. They did not remember the female patient's name and have no idea which patient the female patient was talking about. Action taken: not applicable for all the events it was not reported if the patient received a corrective treatment for the events (remained bedridden due to pain for 15 days following hip injection and injection site infection). Outcome: unknown for all the events. Seriousness criteria: disability for bedridden. A product technical complaint (ptc) was initiated on 23-oct-2024 for synvisc one (lot/batch: ersl007a and expiry date: (B)(6) 2027) with global ptc number: (B)(4) . Ptc stated: batch number ersl007a, synvisc one was manufactured on 20feb2024 with expiration date of (B)(6) 2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there was a total of four (4) complaints for lot ersl007a (B)(4) ersl007a oher pharmacovigilance event. (B)(4) ersl007a oher pharmacovigilance event. (B)(4) ersl007a oher pharmacovigilance event. (B)(4) ersl007a injection site inflammation. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis "product event handling"? To determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final ptc was completed on 18-nov-2024 with summarized conclusion as no assessment possible. Follow up information was received on 24-oct-2024 from non-healthcare professional. Related case ID added. Ptc number added. No new significant information received. Text amended accordingly. Follow up information received on 07-nov-2024 from pharmacist. No significant information received. Additional information received on 18-nov-2024 from quality department. Based upon follow up information received the cases (B)(4) has been identified as duplicates. The case (B)(4) (to be deleted) has been merged in case (B)(4) (to be retained). Event of injection site infection was added. Ptc results were added. Text amended accordingly.